Event description:
No additional information has ben provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following field was updated per additional information received: additional information: investigation. The reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, dvt (deep vein thrombosis), tilt, abutting, perforation of adjacent structure (mesenteric), and worry . Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported worry is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report pertains to one of two filter devices reported for the same patient. The other filter is referenced on manufacturer report # 3002808486-2019-00574. Occupation: non-healthcare professional. (B)(4). A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2008 due to dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, and perforation of adjacent structure-mesenteric. The patient is further alleging 1 post-implant dvt, "I continue to worry about all of the possible complications that the remaining filter can cause. Because the filter remains in my body, I am at increased risk of filter strut migration, additional filter strut perforation of the inferior vena cava wall, filter strut perforation of internal organs, filter strut fracture, bleeding, pain, deep vein thrombosis, pulmonary embolism, post-thrombotic syndrome, and other serious complications, including death." Per a report from CT (computed tomography) dated (B)(6) 2019: "ivc filter anteriorly tilted with the tip abutting the ivc wall. There are multiple struts extending outside the ivc lumen (grade 2 perforation). No local complication." "Struts do not affect the surrounding structures."